Event description:
A home pt contacted baxter's technical svc ctr to report a "check heater line" alarm that was rec'd during fill 1/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt tried reconnecting a new heater bag. No pt injury or medical intervention was indicated at the time of the initial report.